Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11 and determined the root cause to be moisture in the channel b pump head module channel. The channel b pump head module channel was dried and the channel b air in line printed circuit board was verified to repair the reported condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump displaying failure code 810:11. It is unknown when or at what point in the process the reported condition occurred. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available.

Event description:
Pt reported receiving a low blood glucose reading of 49 mg/dl on (B)(6) 2010 at 8 pm; pt ate. Pt stated at 11 pm, her blood glucose reading was 87 mg/dl. Pt reported on (B)(6) 2010 at 1 am, her blood glucose reading was 58 mg/dl; changed infusion device to a temporary basal rate (tbr) of 90% for 6 hrs. Pt stated at 3 am her blood glucose was 142 mg/dl, and at 7 am her blood glucose was 92 mg/dl. Pt reported she thinks the infusion device delivers too high amount of insulin. Pt stated she used the infusion tubing for 7 days. Advised pt of recommendation of usage of infusion tubing. Pt reported she showered with the infusion device on; used a shower bag. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).